Event description:
Customer states that a pt tested 172 mg/dl but exhibited hypoglycemic symptoms. The pt was given glucagon and tested on the lab at 38 mg/dl within 10 minutes of the original result. No further treatment was reported. Quality controls were reportedly, used and fell within acceptable limits. Requested return of suspect device and replacement was sent.